Event description:
It was reported that the patient experienced an ¿electrical jolting¿ sensation while charging their implantable neurostimulator (ins). The first occurrence of this issue was about 2 weeks ago while the patient was on a bed with a rubber sheet. At that time they turned off the stimulation and later turned it back on without issue. The issue then occurred again on the day of report. The patient was in a chair and the jolting caused their legs to extend straight out. After the experienced jolting, they used the programmer unit to turn off the stimulation. The patient had since turned the stimulation back on and did not report any change in their therapy. It was unknown if the stimulation was on while the patient was charging. Follow up information received reported that the cause of the issue or if it was related to the device was unknown. Impedances were checked and no electrodes were out of range. Reprogramming was also performed. The patient was reported as doing fine and receiving effective therapy. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n343682, implanted: 2013 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).